Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 23 jun 2022 from the dialysis nurse of a skilled nursing facility (snf) patient with unspecified pathology, who stated blood was observed leaking from the cartridge 30 minutes into a hemodialysis therapy session on (B)(6) 2022. Additional information was received on 27 jun 2022 from the nurse who stated the patient did not experience any symptoms and no medical intervention was required. Following the event the patient has resumed treatment with the nxstage system.